Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. The reported patient effect of restenosis, as listed in the product instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although EKG/ECG changes and hospitalization are not specifically addressed in the IFU, they are listed in the no-fault risk assessment in addition to restenosis, as potential post-procedure complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that approximately two months post coronary stenting procedure in the left proximal circumflex artery, the patient had an abnormal stress test. A diagnostic cardiac catheterization was performed that revealed in-stent restenosis of the previously stented circumflex artery. The patient was successfully treated with percutaneous coronary intervention. There was no adverse patient sequela. No additional event or patient information is available.